Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow during patient infusion. An air blockage was suspected. The issue was demonstrated by removing the blue winged cap. The device contained 5 fluorouracil (76ml) and saline (23ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation containing 100ml fluid in the bladder. Visual inspection of the returned device did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection on the flow restrictor revealed the cause of flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.